Event description:
In february 2006 the lay user/reporter contacted lifescan on behalf of the lay user/patient alleging that his one touch ultra meter was reading inaccurately low. The senior medical affairs specialist mailed a letter in march 2006 since the reporter/patient could not be reached by telephone. The patient was described as experiencing the following symptoms: weak, dizzy, flushed, disoriented, dry mouth, and frequent urination. He tested and obtained a 210mg/dl on the reported meter. No actions were taken following the use of the meter that would affect his blood glucose levels. Within 21 to 30 minutes later, the patient was taken to the hospital, where a result of 500 mg/dl was obtained on a hospital meter. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. He was administered fluids intravenously. The customer care advocate (cca) verified that the unit of measurement was set correctly. The patient was correctly cleaning the puncture area and correctly applying the sample to the test strip. The cca discovered that the patient had been using expired test strips. No further troubleshooting was performed. It would have been helpful to know how long the patient had been testing with expired test strips, when he developed symptoms, other results obtained during the time of concern, his medication regimen, diagnosis at the hospital, and how long he remained in the hospital. This complaint is being reported since the patient was obtaining inaccurate results, experienced symptoms relating to hyperglycemia, and received treatment for blood glucose levels of 500 mg/dl.